Event description:
Reporter alleged higher blood glucose readings; however, did not perform any back to back tests with the same test strip vial. Customer stated blood glucose then measured 229 mg/dl on one particular vial of test strips compared to a result of 97 mg/dl on a different test strip vial. Reporter stated the testing was performed 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.